Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. (B)(4).

Event description:
A facility representative reported that a cartridge split in half before insertion and wouldn't insert into the eye. Additional information was provided by the initial reporter that there was no patient harm and the surgery was completed with the same iol but a different cartridge without difficulty. The surgeon could not insert into the eye because the cartridge was split and the lens couldn't push through the cartridge. There was no damage to the iol that was involved.